Event description:
It was reported via repair work order that the scale was reading negative pounds due to the scale not being zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.